Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the battery was exchanged and the alarm resolved.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module started to show a yellow wrench alarm due to what seemed to be the internal power module backup battery failing. The battery and the power module were disconnected.

Manufacturer narrative:
Section d5: operator of device corrected manufacturer's investigation conclusion: the reported event of yellow wrench alarm on the power module was unable to be confirmed via evaluation of the returned 12v power module backup battery. The backup battery was visually inspected at the european distribution center (edc) on 30oct2024 and was observed to be physically unremarkable. The battery was forwarded to the product performance engineering (ppe) department for further analysis. The backup battery was connected to a known working test power module for an extended period and no alarms or issues were reproduced. The backup battery was able to support a mock circulatory loop with no issues. The provided information indicated the yellow wrench alarm resolved after the backup battery was exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history record was reviewed for the 12v power module backup battery, serial number (B)(6). The battery was inspected and accepted into storage on 02aug2022. The heartmate 3 instruction for use (IFU) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to identify and resolve power module alarms. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.